Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6) powered off unexpectedly" was not confirmed during the initial functional testing and based on the event log review. However, it was confirmed during further in-depth testing of the returned thermogard system. During further testing, zoll service personnel observed a defective power fuse at the power inlet switch of the thermogard system, which is the root cause of the customer's reported intermittent power issue. The probable cause for the defective fuse could be an unstable power supply from the customer site. Upon visual inspection, no physical damage was observed. The event log indicated a mid:16 (software) error and is unrelated to the customer-reported complaint. Zoll service personnel used temptrend to download the existing patient data and delete all the data from the system to address the mid:16 error. Per the tgxp user manual, if a mid:16 error occurs during the treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. The thermogard system passed the initial functional testing without any error. After replacing the fuse, performed a thermogard system extended run-in test with patient temp 35°c, target temp 33°c, max cooling, for 48 hrs. And target temp 37°c, max warming, for 48 hrs. No device malfunction was observed during the testing. Nevertheless, the power module input and power cord were replaced as a precautionary preventive measure, as the components may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the thermogard xp ivtm system passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
The distributor replaced the fuse and power cord, and the thermogard console was tested for 6 hours with no issues. Zoll has not received the thermogard xp ivtm system (B)(4) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the cooling phase of ivtm therapy, the thermogard xp ivtm system (B)(4) powered off unexpectedly after running for about 7 hours. The user tried to reboot the system, but the attempts were unsuccessful. The customer used a loaner thermogard console to continue the treatment. The distributor replaced the fuse and tested the console for one hour. Subsequently, the original thermogard console was connected back to the patient, but the console power off again after about 2 hours and 30 minutes. The customer used the loaner thermogard console to continue and complete the treatment. No consequences or impact to the patient.